Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of ischemia and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 51 months after the xience stent implantation in the proximal left anterior descending (lad) coronary artery, the patient was noted to have progression of the coronary artery disease and underwent a revascularization procedure with xience stent implantation in the ramus artery. Approximately 8 months later, the patient experienced shortness of breath and was found to have ischemia. A revascularization procedure was performed on the mid-lad artery and a promus stent was implanted. No additional information was provided.